Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, white biological tissue, crease fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified, crease sharp opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional called, to report right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report right side deflation. Device has been explanted.